Manufacturer narrative:
H.6 codes a141204, a140508, and a150206 were reported incorrectly on the initial report that was submitted. Code a150205 has been added. H.6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product was returned. Difficult to deliver/advance: clinical details reported impella 5.5 insertion was met with resistance at the aortic valve (av) and would only advance approximately two centimeters across the valve. There was difficulty placing the pump in the right position as evidenced by clinical summary. The cause of the difficulty to deliver pump issue was determined to be use related as evidenced by the device interaction (previous impella cp pump) causing the impella 5.5 pump not to advance past two centimeters. Device interaction: the impella 5.5 was pulled back across the av during pullback of the impella cp. The cause of the device interaction issue was determined to be use related as evidenced by the pump being pulled back during manipulation of another device. Saturated flow: clinical details reported the patient was put in reverse trendelenburg which immediately led to suction occurring on both extracorporeal membrane oxygenation (ECMO) circuits as well as the impella 5.5 showing signs of pump saturation. Flows immediately went from a mean of 3.5 to 5 liters per minute. Data logs were reviewed and motor current (mc) spike was observed on (B)(6) 2025. During that first mc spike, the purge pressure started to rise gradually, and the pump flows became saturated showing higher flows with increased motor current due to biomaterial ingestion causing added resistance to motor. The saturated flows along with high purge pressure continued till end of case for next approximately 21 hours until high motor current pump stop. The left ventricular pressure (lvp) was spiking upward or trending high decoupling from aorta-placement signal (ao-ps) due to ingestion. No other abnormalities were seen. The cause of saturated flows were due to biomaterial ingestion based on log review. Optical sensor issue: as per clinical, left ventricle (lv) signal systolic and diastolic values were both higher than placement signal. Data logs were reviewed and mc spike was observed on (B)(6) and lvp spiked up from 30 mmhg to >200 mmhg decoupling from ao-ps. During that first mc spike, the purge pressure started to rise gradually and the pump flows became saturated showing higher flows with increased motor current due to biomaterial ingestion causing added resistance to motor. Apart from the lvp decoupling and trending high from ao-ps, all other 5s parameters were in normal range. Real time logs showed initially prior to mc spike on (B)(6) the signal to noise ratio, contrast were slowly trending down but were up back in normal range slowly later. Also, the raw optical sensor showed a downward drop/trend in relevance to mc spike (ingestion). No other abnormalities or hard failure of optical signal was seen during the case. The cause of lv optical signal being high than ao-ps was due to biomaterial ingestion based on log review. Clinical symptom: - hemodynamic instability: the cause of injury is not determined due to insufficient clinical information. Device history review: the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the patient collapsed during a firefighting training exercise and cardiopulmonary resuscitation was immediately initiated, and the patient was taken to the emergency room. The patient was then cannulated for veno-arterial extracorporeal membrane oxygenation (va ECMO) and then was urgently rushed to the cardiac catheterization laboratory to have an angiogram, swan, and impella cp placed. A high-risk catheterization was performed to treat a blockage in the left main coronary artery (lmca) via the left common femoral artery. Angiography confirmed the lmca blockage, and the patient received an impella cp for temporary heart support. A penumbra catheter was used to remove the blood clot blocking the lmca and stents were placed in both the left anterior descending and left circumflex arteries. The patient was stabilized, a distal perfusion catheter was connected to the arterial line of the va ECMO circuit for further support, and the patient was transferred to the cardiac care unit in critical stable condition. The patient remained on impella cp support for five days without issue, and the medical team made the decision to escalate the patient to an impella 5.5 for increased support. The patient was brought to the operating room for an impella 5.5 implant and impella cp explant. The initial impella 5.5 selected for use had ¿placement signal not reliable¿ codes that occurred during the set up of the device. Multiple attempts were made to resolve the issue, including attaching the impella 5.5 to a different automated impella controller unit, but ultimately the set-up was aborted and a new impella 5.5 was used. The second impella 5.5 pump was successfully primed and set up without issue. Left ventricle access obtained and the impella 5.5 insertion attempt was made but resistance was met at the aortic valve with the impella cp in place. After successfully crossing the valve, it was reported that the impella 5.5 would only advance approximately two centimeters across the valve. The physician made the decision to not use the ¿double barrel technique¿ and direction to advance the impella 5.5 to two centimeters by company support after the impella location was measured at one centimeter with transesophageal echocardiogram. As result, the impella 5.5 was pulled back across the aortic valve during the pullback of the impella cp. Attempts were made to recross the aortic valve with the impella 5.5, however when the impella 5.5 recrossed, it rotated 180 degrees with the outlet cage and motor housing sitting in the left ventricle, and the inlet cage in the aorta. The impella 5.5 was completely removed, left ventricle access was reobtained with a guidewire and the impella 5.5 was successfully reinserted. The guidewire was removed, and impella 5.5 support was successfully initiated. It was reported that after impella 5.5 support was initiated, the patient¿s right ventricle showed show further signs of decompensation and failure, and the decision was made to add an additional circuit to va ECMO circuit for protek cannulation (vp ECMO). The impella cp was then successfully removed, and the impella cp access site was closed. The patient then began having flow and suction issues on both va/vp ECMO and impella 5.5. The impella 5.5 displayed pump saturation and flows decreased from a mean of min of 3.5 to a max of 5 liters per minute (l/min) to 0.1 l/min of flow. To attempt to prolong pump failure due to the pump saturation and low flows, the medical team decided to add tissue plasminogen activator to the purge solution and lower the p-level of the pump. Additionally, it was noted that the protek cannula of the vp ECMO was possibly too deep and the patient received volume as needed for the suction events on both vp ECMO and the impella 5.5. The following day, the impella 5.5 had a pump failure. The impella 5.5 was explanted, and the patient was closely monitored for a repeat impella 5.5 implant if needed. The patient remained on va/vp ECMO and was noted to be in very critical condition with a very guarded prognosis. This complaint involves two impella 5.5 pumps: pump 1: impella 5.5 with serial number (B)(6). Pump 2: impella 5.5 with serial number (B)(6). This report specifically addresses the second impella 5.5. A separate report was submitted for the first impella 5.5. Refer to section h.10 for the related report number.